Manufacturer narrative:
The patient, device, and outcome codes were corrected. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned device data have been inspected. The battery status was found to be eos, detected by the device on (B)(6) 2021 at 10:20h. Analysis of the shock holter data showed that an amount of 121 charging cycles was performed by the device on (B)(6) 2021, of which 105 resulted in shock deliveries. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of an ICD malfunction. However, all available iegms revealed the presence of noise in the rv and farfield channels. Therefore the integrity of the lead cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. A damage of the lead cannot be excluded. Should additional relevant information or the devices themselves become available, this investigation will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned device data have been inspected. The battery status was found to be eos, detected by the device on (B)(6) 2021 at 10:20h. Analysis of the shock holter data showed that an amount of 121 charging cycles was performed by the device on (B)(6) 2021, of which 105 resulted in shock deliveries. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of an ICD malfunction. However, all available iegms revealed the presence of noise in the rv and farfield channels. Therefore the integrity of the lead cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. A damage of the lead cannot be excluded. Should additional relevant information or the devices themselves become available, this investigation will be updated.

Event description:
It was reported that the patient experienced inappropriate therapy during an electrical storm leading to battery eri. The device generated 79 shocks.